Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion consistent with a recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, however this device did not record a code 1003. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.